Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - nodule.

Event description:
Dexcom was made aware on (B)(6) 2025, that on (B)(6) 2025 the patient experienced a skin reaction. The sensor was inserted into the arm. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with an infection. The sensor had been inserted in the right arm. The patient developed redness, pimples, bumps, and an infection under the sensor patch adhesive. He had discomfort, soreness, and pain in the area. On (B)(6) 2025, the patient consulted a physician and had a diagnostic test done which confirmed he had a staph infection at the sensor insertion site. He was prescribed oral (cephalexin 500 mg) and topical (mupirocin 2% ointment) antibiotic medications. At the time of report, the patient mentioned he had just started taking the medication. No additional event or patient information is available.